Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer found that the latch was sticking, recrimped it, and fully tested the drawer. The unit was confirmed to be functioning correctly and was returned to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door failed to open in the main cabinet, drawer 6, showing e1 and e3 errors. A hardware error was displayed on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.